Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient thought she needed to change the stimulation. The patient was not feeling the pulse anymore. When she first got the therapy, she went 6-8 hours at night when she would be sleeping. Now, it's been between 2-4 hours. This issue started about 1 month ago. The patient had not had any falls or trauma recently but did have a fall back in (B)(6) 2014 on her right side. The patient tripped and her cane got caught. The patient had not tried making adjustments with the programmer. Last night she did end up eating something with a lot of sodium and ended up getting up every 2 hours. The patient noted she went through all of her clothes. The patient was not able to adjust stimulation. They were seeing batteries need replacing warning screen. They replaced programmer batteries during the call and were now seeing regular programming screen. The patient was currently on program 1 at 1.7v. The patient was feeling stim more in her back cheek. Before she was feeling it in the lips to vaginal area. They increased stim to 2.1v and it felt ok. Regarding if symptoms started suddenly or gradually. It was noted that it was more of a gradual thing. It came on one night but then the next few would be better. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va091qc, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).